Event description:
Consumer reports having issues with accuracy. Analysis run on clark error grid using mean avg. Reading (276) as ref. Point vs. Bd reading (376, 175) yielded data points in the d range of the grid, outside acceptable limits.